Manufacturer narrative:
Patient initials: (B)(6). Patient weight is unknown. (B)(6). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was discarded. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a guide wire became stuck inside a helical blade during a left subtrochanteric femur fracture repair utilizing trochanteric fixation nail-advanced (tfna). The helical blade was implanted during the procedure but it would not compress. The buttress compression nut would not move; it was stuck. The helical blade was removed so the surgeon could examine it. The guide wire and helical blade were stuck together. The surgeon used a new guide wire and a new helical blade to complete the procedure. When the new helical blade was inserted, the buttress compression nut functioned as intended. There was no reported surgical delay. The procedure was completed successfully with the patient in stable condition. This is report 1 of 1 for (B)(4).